Manufacturer narrative:
The lot number was provided for 3 of the 6 malfunctions; therefore, a lot history review has been performed. For 3 of the 6 malfunctions, medical records were provided; two of which confirmed difficulty to remove and malposition of device, and one confirmed retrieval difficulties but was inconclusive for malposition of device. For the remaining 3 out of 6 malfunctions, the sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive for the remaining devices. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced difficulty to remove and malposition of device. This information was received from various sources. Of the 6 difficult to remove and malposition of device malfunctions, 6 involved patients with no patient consequences. The 6 patients ranged from (B)(6) years of age and (B)(6) lbs. Of the reported patients, one was male and two were female. There was no other provided patient information.

Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced difficult to remove and malposition of device. This information was received from various sources. Six malfunctions involved patients with no patient consequences. The four patients ranged from 49 to 80 years of age and three patients ranged from 120 to 223 lbs. Of the reported patients, one was male and three were female. There was no other provided patient information.

Manufacturer narrative:
H10: of the six malfunctions, the product catalog number of one malfunction was updated to dl900j and another device was updated to unk denali. H10: the lot number was provided for 3 of the 6 malfunctions; therefore, lot history reviews has been performed. For 4 of the 6 malfunctions, medical records were provided; two of which confirmed difficult to remove and malposition of device and two confirmed retrieval difficulties but was inconclusive for malposition of device. For the remaining 2 out of 6 malfunctions, the investigations are inconclusive for the alleged filter tilt and retrieval difficulties. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (corporate lot no: unknown), g4 h11: b5, g1, h6 (method) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.